Event description:
It was reported that during the preparation of the device, the outer coating of the guidewire (subject device) was scraped off when using the enclosed insertion aid. This was noticed after about the 3rd or 4th insertion. The insertion aid was wound from behind. The procedure was not completed successfully.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the core wire distal end was observed through the distal tip dome¿ the guidewire (ptfe) polytetrafluoroethylene coating was noted to be peeling in multiple areas to 64 cm from the proximal end, and the hydrophilic coating was hydrated and there were no anomalies noted. A functional inspection was not performed as defect confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that "when using the wire again, the outer coating was scraped off when using the enclosed insertion aid. This was noticed after about the 3rd or 4th insertion. The insertion aid was wound from behind". Additional information provided by the customer indicated that the issue was noticed during preparation of the device, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu and continuous flush was set up and maintained throughout the clinical procedure. It is most likely that the coating peeling occurred during backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The reported and the analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the preparation of the device, the outer coating of the guidewire (subject device) was scraped off when using the enclosed insertion aid. This was noticed after about the 3rd or 4th insertion. The insertion aid was wound from behind. The procedure was not completed successfully.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "when using the wire again, the outer coating was scraped off when using the enclosed insertion aid. This was noticed after about the 3rd or 4th insertion. The insertion aid was wound from behind". Additional information provided by the customer indicated that the issue was noticed during preparation of the device, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu and continuous flush was set up and maintained throughout the clinical procedure. It is most likely that the coating peeling may have occurred during backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. However, this cannot be confirmed as the device was not returned for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the preparation of the device, the outer coating of the guidewire (subject device) was scraped off when using the enclosed insertion aid. This was noticed after about the 3rd or 4th insertion. The insertion aid was wound from behind. The procedure was not completed successfully.